Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/02/2015, the reporter contacted animas alleging that on (B)(6) 2015, the patient experienced elevated blood glucose (bg) of 700mg/dl with nausea, vomiting, shortness of breath, symptoms of dehydration, extreme thirst, excess urination, headache, and fatigue associated with an intermittent power issue. Reportedly, the patient was treated in the emergency room with IV fluids and insulin injection, and remained on the pump. During troubleshooting, the user was instructed to change to a new battery from a new pack, and the pump reportedly powered on appropriately. The power issue was reportedly not associated with battery changes. Troubleshooting did not indicate any unconfirmed alarms that would drain the battery and lead to power loss. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermitting power issue.